Event description:
At the post operative check-up in 2009, it was noted that atrial lead impedance had dropped from 530 ohms to 330 ohms. A chest x-ray showed that the lead had dislodged. In the following month, the lead was explanted, and the pulse generator was programmed to vvi. The physician elected not to replace the lead, as the patient was paced less than 10 percent of the time.

Manufacturer narrative:
Na